Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded and printed at the mfg site. The customer did not provide a specific event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
The customer contact reported an inaccurate delivery. The pump was returned to the central supply dept with an unsigned note and stated, "please check for possible infusion error." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.